Event description:
Collagen mesh implanted. Patient returned to or four days later and surgeon found mesh had torn. Inspection showed sutures had pulled through the permacol. Dehiscence of fascia with bowel in subcutaneous tissue prompted the second surgery.